Event description:
On (B)(6) 2012, the patient was treated for an aortic abdominal aneurysm (aaa) with several gore® excluder® aaa endoprostheses. It was reported the patient had an endoleak, the type of endoleak could not be confirmed. The patient¿s aneurysm measured 9.4 cm prior to any device implant, and measured 9 cm prior to the reintervention. On (B)(6) 2015, the patient was implanted with an aortic cuff to extend the existing gore® excluder® aaa endoprostheses. The physician decided to implant an aortic cuff as a precautionary measure as the aneurysm was so large. The patient tolerated the procedure. It is not confirmed if the endoleak has completely resolved.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak additional devices included in this report: rmt311415/10165684, pxc271200/10724359, pxc141000/9969108, pxc271000/9920776, pxc27100/10753079.